Event description:
Additional information was received that the event was resolved by replacing the rv lead.

Event description:
During follow-up, increased pacing impedance and capture threshold resulting in a loss of capture were observed on the right ventricular (rv) lead in a non-pacemaker dependent patient. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was in stable condition.